Event description:
Emergency medical technicians responded to a person described as in cardiac arrest. The device was connected to the pt and the "analyze" button pressed. According to the reporter, the device continuously alarmed "connect electrodes" and would not analyze the pt's electrocardiogram. Paramedics arrived with a backup device and defibrillated the pt. The pt was resuscitated.